Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the field service engineer (fse). Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed and was unable to fix. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed and was unable to fix. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.